Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user observed a white, paint-like substance on a needle from a cartridge lot and did not use the needle; the issue related to an infusion set and cartridge supply change with education provided and no alerts or alarms, and the device problem and component could not be characterized due to insufficient information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with the medical device problem and device component remaining insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established.